Event description:
Pt was undergoing robotic assisted laparoscopic hysterectomy. Upon removal of the versastep plus single use dilator and cannula, the sleeve was noted to be fractured. There was no harm to the pt.